Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump did not alarm for downstream occlusion. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, failed downstream occlusion test, was not reproduced . The device passed downstream occlusion detection testing. A review of the event history log revealed multiple events of "downstream occlusion!" However the history log cannot be used to confirm test failures. The reported condition was verified. The cause of the condition was determined to be force sensor out of calibration. The force sensor requires "recalibration" to address this issue. Should additional relevant information become available, a supplemental report will be submitted.